Manufacturer narrative:
This report is submitted on april 8, 2020.

Event description:
Per the clinic, it was reported that the patient developed skin necrosis at the site of processor magnet. The magnet strength of the processor was exchanged, and the wound self-resolved after a two week period of non-use. The patient has since resumed device use.